Event description:
It was reported that prior to the transcarotid artery revascularization (tcar) procedure, the patient was noted to have acute renal failure, and magnetic resonance imaging (MRI) showed multiple clustered acute right basal ganglia, periventricular white matter, and occipital lobe infarctions. Due to the patient's severe renal function issues, the tcar procedure was performed mainly with duplex ultrasound (dus) imaging. During the tcar procedure, after stent placement in right internal carotid artery (ica), the first image showed an improvement in stenosis. In subsequent images, reduction in flow was noted, and then no distal flow in ica was observed. Steal syndrome was considered, and the procedure was completed. On the following day, the patient experienced a stroke and had an occluded ica. At this time, the exact stroke etiology is unknown. No surgical intervention was performed or planned. No p2y12 inhibitor testing has been performed. At this time, it is unknown if the event is related to procedural issues, underlying patient condition, a recrudescence of an original event, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown; therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.